Event description:
It was reported that operation theatre nurse doing the insertion of the catheter, leakage was found at the junction of the foley catheter draining site. This appear to be a product defect. This event happened in operation theatre. They had discarded the catheter once they find leakage on the catheter. They asked for replacement of the catheter and also want to report it and need some clarification. Last event incident happened the same leakage issue which I reported on (B)(6) 2025 in (B)(6) medical center at medical ICU. As per follow up information received via mail on 03feb2026, stated that patient not impacted and changed the catheter once they find the leakage. No serious injuries. Patients are fine and they changed the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.